Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of failure to capture is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that intermittent loss of left ventricular (lv) capture was observed on the presenting electrogram of the cardiac resynchronization therapy pacemaker (crt-p) at an output of 3.0 v at 1.0 ms. Further review of the device programming was recommended. The lv lead remains in service.